Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during a lead revision surgery (ref. MDR # 1627487-2016-02972) on (B)(6) 2016, when the physician was tunneling the lead the patient began to spit blood from her mouth. Consequently, the physician completed the lead implant but the rest of the procedure was abandoned. Follow-up identified the rest of the procedure was completed on (B)(6) 2016 and the patient was well.